Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-00703; related manufacturer reference number: 2017865-2021-00704. It was reported on (B)(6) 2020 the pacemaker pocket had dehisced due to a pocket infection. The patient presented in clinic for a procedure on (B)(6) 2020 where the right atrial lead, right ventricular (rv) lead, and the implantable cardioverter defibrillator (ICD) were removed. A temporary rv lead was placed and the ICD was deployed as a temporary pacer. The patient was stable.